Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a proglide device came with needles and the foot plate already deployed, after removal from packaging. There was no patient involvement. Another proglide device was used to continue with the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿device came with needles and the foot plate already deployed, after removal from packaging¿ was confirmed. Additionally a portion of the posterior foot pocket was separated and not returned. The returned device observations confirm there was no evidence the device had been inserted into the anatomy. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.